Event description:
This non-serious spontaneous case report from (B)(6) was received from a physician on (B)(6) 2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree - (B)(4). This case involves an adult male pt (age nos) who was injected poly-l-lactic acid (sculptra) on (B)(6) 2010. The pt experienced abscess of 7-8 cm in diameter on the right of the face, affecting the whole right side of the face, from (B)(6) 2010 to (B)(6) 2010. Detailed indication was cheekbone lipoatrophy. No biopsy was taken. Treatment details: (B)(6) 2010: dilution volume: sterile water (nos). Amount injected: 5 ml (nos). Batch number: (a9033, exp. Date nov-2011). Region(s) injected: right cheekbone. Corrective treatment: intralesional injection of corticosteroids (triamcinolone (trigon depot)) and antibiotics po and/or IV (nos). Regarding seriousness criteria, according to the physician the adverse event did not lead to permanent impairment of a body function or permanent damage to a body structure. Regarding need of surgical intervention, the physician answered yes (product drainage). Seriousness criteria as per reporter: not specified. Causal relationship: not specified. Outcome: recovered. This is the fifth case of 5 cases which are linked since the reporter is the same. (B)(4).

Manufacturer narrative:
Important medical event.